Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and abdominal pain ("severe abdominal pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2002, (B)(6) 2006), premature delivery and caesarean section. Concurrent conditions included body mass index normal, anxiety, shortness of breath, dizziness and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2016 for heavy periods. On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced back pain ("severe back pain / lower back pain"). On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced mood altered ("I was very moody"), emotional disorder ("emotional") and crying ("sometimes I would cry"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and nausea ("nausea"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches / migraines"), alopecia ("hair loss /hair loss"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("vaginal bleeding") and headache ("headaches"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion ("migration of essure device (uterus)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("prolonged menses / menorrhagia"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood altered, emotional disorder, crying, tooth disorder, nausea, vaginal haemorrhage, headache, allergy to metals, weight increased, dyspareunia, fatigue and device expulsion outcome was unknown and the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, crying, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- patient did not claim that essure worsened a previously existing injury/condition current weight: (B)(6) lb mr- both the right and left essure device were noted to be perforated through the bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: fallopian tubes were both fully occluded. (B)(6) 2016: surgical pathology report : a. Submitted as left fallopian tube and essure coil: - portion of fallopian tube, completely transected. - essure coil. Coils measure 201 and 3.9 cm in length. B. Submitted as right fallopian tube and essure coil: - fallopian tube, complete transected. -essure coil. Coils measure 3 and 10.1 cm in length. C. Submitted as endometrial curettings -minute fragments of inactive appearing endometrium -strips of stratified squamous epithelium and minute fragments of endocervical tissue -minute portions of myometrium -no hyperplasia or malignancy seen procedure: laparoscopic salpingectomy post op diagnosis: premenopausal menorrhagia. Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "I was very moody,emotional, sometimes I would cry, dental problems, nausea, vaginal bleeding, headaches, nickel allergy, pain moderate to intense/intermittent pelvic area, pain moderate to intense/intermittent lower abdomen, weight gain, fatigue, migration of essure device (uterus), perforation (fallopian tubes), did not undergo an essure confirmation test", reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record, incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were both fully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.